Event description:
It was reported that the 9600 emi system had intermittent iris pot error messages on the control panel. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the collimator and beam alignment. The system operates as intended.